Event description:
The account alleged the bed would not lock in the brake mode.

Manufacturer narrative:
The tech found when the bed is on the lift, the brake and steer sets perfectly, but once the bed is lowered to the ground, the brakes will not hold. Repairs have not been completed.